Event description:
Two health care aids had attached loop sling to spreader bar. The resident was lifted off of bed mattress, approximately 8 inches, and the spreader bar came completely off of lift. Resident, spreader bar and sling all were landed on the bed. The sling was still attached to the spreader bar. The staffs have assessed resident and no injuries were reported. MFR ref# 9681684-2013-00035.